Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir tank is cracked and was not keeping insulin in the insulin pump. Customer stated that the rim is cracked and the reservoir will not stay in. Customer noticed the damage 2 days ago when they went to bend down and the reservoir fell outside the pump. Customer's blood glucose was 140 mg/dl. Customer stated that the reservoir compartment is broken off and there are cracks around the battery compartment. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing o-ring the reservoir tube; a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked case at the reservoir tube window corners and missing the end cap sticker.